Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the medications crossing over to the wrong drug at the station. A technical support specialist (tss) referenced knowledge article (ka) (removing ghost / bogus pockets from jit inventory). Dialed into server, logged in as cf support, and sent a load message. The customer acknowledged receipt, and the case was confirmed good to close. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the medications were crossing over to the wrong drug. Additionally, they reported medications were mapped or displayed incorrectly and required backload all the medication. There were no delay, no adverse events or injuries reported based on this event.